Manufacturer narrative:
Patient's identifier, age, sex, weight, explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section a1, a2, a3, a4 and b7 for patient identifier, age, sex, weight and oral hygiene. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.